Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). The beginning of the thread of the absorbable screw is ruptured. Damages like this happen if either the drilled hole in the bone is too small or the screw has been screwed in under an angle or with to much force. The damage of the product is not caused by production problem or material defect.

Event description:
It was reported that there was event with a "screw". According to the information received, at the beginning of the screwing at the femoral tunnel, the screw broke very quickly at its upper part. No clinical consequences for the patient.